Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted

Event description:
The following was reported: "patient with a mets implanted 10 years ago seems joint is broken (axle/bumper) and the rest of the implant is well fixed."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mets, distal femur replacement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets distal femoral replacement which was inserted in ((B)(6)2013. It was reported that the joint seemed broken (axle/bumper). The only lateral view of the x-ray image provided showed that the femoral component was in line and engaged with the tibial component. There was no sign of broken joint from this lateral view of the image. Further images are necessary for a good radiographic review. However, considering that the implant has been in situ for over ten years, the normal wear and tear of the axle and bumper are expected. Device history review: review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following was reported: "patient with a mets implanted 10 years ago seems joint is broken (axle/bumper) and the rest of the implant is well fixed."